Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the main coil had prematurely detached/separated from the delivery wire, and the main coil was stretched. The delivery wire was kinked likely due to handling. In addition there was presence of procedural fluids on the introducer sheath and the coil. Functional testing could not be performed due to the condition of the device. Information available indicated that the coil was confirmed to be in good condition prior to use. There was blood and procedural fluids noted within the introducer sheath and on the device, which is indicative of insufficient flush, which may have caused or contributed to the observed issues; however this cannot be definatively determined. Based on analysis and information available, it is probable that procedural factor limited the performance of the coil resulting in damages observed. Therefore an assignable cause of procedural factors was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the coil had prematurely detached from the delivery wire. There was no reported clinical consequence to the patient.